Manufacturer narrative:
It was reported that during a thr surgery the polarstem modular head for (B)(6) broke outside the patient. No delays were reported and the procedure was finished with a smith and nephew back up device. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. The reported failure mode could not be confirmed and the batch record could not be reviewed. A complaint history review was conducted. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. This instrument is designed to impact a ball head on the polarstem taper, it is therefore subjected to repeated impact forces. It is additionally subjected to repeated steam sterilization processes which could contribute to an embrittlement of the device. It is however unknown for how many cycles this instrument has been used. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Therefore, based on the available information, the root cause of the reported issue remains undetermined. Smith + nephew will continue to monitor this device for similar issues. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery the polarstem modular head for 21000662 broke outside the patient. No delays were reported and the procedure was finished with a smith and nephew back up device. No patient was harmed. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed that the part is chipped at the distal end, and a major dent is visible at the distal end of the rim. So, the mentioned failure mode is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed one complaint for the same batch, but as the determined root cause on this other complaint was related to a different failure mode it is not relevant regarding the present complaint. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. The polarstem modular head (75023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. The reported failure mode can be confirmed and the root cause can be related to the device reaching the end of its useful life. To date, further actions are not deemed necessary. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
D4: lot#, expiration date, d10: device available for evaluation? And h4: device manufacture date.

Event description:
It was reported that during a thr surgery the polarstem modular head for (B)(4) broke outside the patient. No delays were reported and the procedure was finished with a smith and nephew back up device. No patient was harmed.